Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 565 mg/dl. It was stated that the customer was feeling weak and tired. Troubleshooting was performed. It was stated that the basal rates were exchanged recently. It was stated that the infusion set and reservoir are changed every three days. It was stated that insulin exited during the fill tubing process. Advised the customer that a tubing clamp will be sent and call back when it arrives to complete testing. The customer called back to perform the high pressure test and the test passed. No further info was provided.